Manufacturer narrative:
Submit date: 10/11/2017.

Event description:
The customer states that the output was too high on the enteral feeding pump. Upon triage on (B)(6), the service found the unit's buzzer is not working.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit's output was too high and for the service finding of no audible alarm. The unit was triaged and the customer¿s reported issue that the unit's output was too high could not be confirmed. However, the condition of no audible alarm was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.